Event description:
It was reported that the fowler torque tube box is ovaled out and the bearing is no longer supporting the fowler drive screw. No adverse consequence reported.

Manufacturer narrative:
Actuator box and cover.